Event description:
It was reported that a clinical specialist expressed concern that this cardiac resynchronization therapy defibrillator (crt-d) system stored electrograms exhibited inappropriate mode switch due to far-field oversensing. An initial evaluation of the episode suggested the crt-d likely misdiagnosed sinus beats as premature atrial contractions (pac) and atrial fibrillation (af). A request was made to have data from this device analyzed by technical services (ts). The patient suffers from ischemic cardiomyopathy and was scheduled for an in-clinic check for troubleshooting and potential reprogramming. Additional concerns were received from the field in regards to potential oversensing on the left ventricular (lv) lead. Ts evaluated the stored data of the crt-d and the mode switch episodes. Ts concluded the stored sensing data and electrograms (egm) suggested the patient likely experienced slow ventricular tachycardia (vt). Analysis of the atrial tachy response (atr) episodes showed evidence of atrial over sensing of far field signals from the ventricle, which led to inappropriate mode switch. There was no therapy inhibition or asystole. Ts suggested testing the lv lead sensing with the respiratory rate trend (rrt) feature programmed off, for a clearer morphology. Additionally, ts recommended adjusting the atrial sensitivity to resolve the oversensing. The patient was checked in person after the system was reprogrammed. The system interrogation revealed an isolated low out of range (oor) pacing impedance measurement. As result, provocative maneuvers and additional diagnostic tests were performed. Testing replicated the low oor impedance and captured noise and loss of capture (loc) in the right atrial (ra) channel. No actions were taken at the time; however, 2 days later, the crt-d was found to be pacing at the maximum tracking rate while the patient was at rest. The clinic suspects the ra lead might sustain insulation damage leading to oversensing and inaccurate measurements. The clinic is evaluating a lead replacement. At this time, the system was reprogrammed and remains in service. No adverse effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report is being submitted to capture the allegation of conductor fracture in h6 fields.

Event description:
It was reported that a clinical specialist expressed concern that this cardiac resynchronization therapy defibrillator (crt-d) stored electrograms exhibited inappropriate mode switch due to far-field oversensing. An initial evaluation of the episode suggested the crt-d likely misdiagnosed sinus beats as premature atrial contractions (pac) and atrial fibrillation (af). A request was made to have data from this device analyzed by technical services (ts). The patient suffers from ischemic cardiomyopathy and was scheduled for an in-clinic check for troubleshooting and potential reprogramming. Additional concerns were received from the field in regards to potential oversensing on the left ventricular (lv) lead. Ts evaluated the stored data of the crt-d and the mode switch episodes. Ts concluded the episodes did not showed lv oversensing; nevertheless, the stored sensing data and electrograms (egm) suggested the patient likely experienced slow ventricular tachycardia (vt). Analysis of the atrial tachy response (atr) episodes showed evidence of atrial over sensing of far field signals from the ventricle, which led to inappropriate mode switch. There was no therapy inhibition or asystole. Ts suggested testing the lv lead sensing with the respiratory rate trend (rrt) feature programmed off, for a clearer morphology. Additionally, ts recommended adjusting the atrial sensitivity to resolve the oversensing. The patient was checked in person after the system was reprogrammed. The system interrogation revealed an isolated low out of range (oor) pacing impedance measurement. As result, provocative maneuvers and additional diagnostic tests were performed. Testing replicated the low oor impedance and captured noise and loss of capture (loc) in the right atrial (ra) channel. No asystole. No actions were taken at the time; however, 2 days later, the crt-d was found to be pacing at the maximum tracking rate while the patient was at rest. A follow-up in clinic confirmed oor impedance measurements were visible in the atrial channel when provocation tests were performed. Additionally, the oversensed noise of said signals led to episodes of inappropriate atrial tachy response (atr). As result. The respiratory rate trend (rrt) feature was reprogrammed to the right ventricular (rv) lead lead. The clinic suspects the ra lead might sustain a conductor fracture and insulation damage leading to oversensing and inaccurate measurements. The clinic is evaluating a lead replacement. At this time, the system remains in service. No adverse patient effects were reported.